Event description:
In this case, the operator had completed a lung scan on the skylight camera and manually moved the system back to home position. The pt was removed form the skytable and the technologist went out of the room to get another pt. Upon returning to the imaging room, a system message appeared on the touchscreen indicating a problem with the skylight camera. The operator attempted to move the system even though the message stated that the system was unusable. The operator elected to reboot the camera and after the system rebooted, they attempted to move the camera and noticed the smell of smoke and sparks coming form the tower of power . An manual fire alarm was triggered and the local fire department came to the customer site and power was turned off to the system. The local fire department did not have to put anything out. There was no harm to pt, operator, or bystander due to this issue.

Manufacturer narrative:
(B)(4).